Manufacturer narrative:
MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump generated alert 41 indicating an insulin delivery mechanism error consistent with an insulin shaft rewind or absolute range error, after which the user experienced elevated blood glucose to 233 mg/dl for approximately 30 minutes without use of backup therapy, ketone testing, or medical intervention. Symptoms included hyperglycemia without reported acute complications. Outcomes included no injury, no emergency care, and no hospitalization. Investigation included review of device history in the user¿s ilet, confirmation of the alert, and arrangement of a replacement with instructions for shutdown and data syncing prior to return. The device was requested to be returned for evaluation. Manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.